Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre sensor. A customer observed a "replace sensor" message on the same day of application and was therefore unable to obtain readings. The customer reportedly experienced amnesia for 12 hours following and was unsure if he had experienced a loss of consciousness or other medical issue during that time. The customer reported self-treating (unspecified) and there was no report of third-party intervention. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre sensor. A customer observed a "replace sensor" message on the same day of application and was therefore unable to obtain readings. The customer reportedly experienced amnesia for 12 hours following and was unsure if he had experienced a loss of consciousness or other medical issue during that time. The customer reported self-treating (unspecified) and there was no report of third-party intervention. There was no report of death or permanent injury associated with this event.